Manufacturer narrative:
The investigation determined that a higher than expected phenytoin result was obtained from a patient sample using vitros phyt slides with a vitros 5600 integrated system. The most likely assignable cause of the lower than expected quality control results is instrument related. Review of historical quality control data showed within lab precision was acceptable prior to service actions. However, after service actions were completed to replace the incubator evaporation caps, the post- service within lab precision was significantly improved indicating the actions have resolved the issue the cause of the unexpected instrument performance could not be determined.

Event description:
A customer obtained a lower than expected ammonia result (62.0 umol/l vs. Expected result of 93.62 umol/l) from a non-vitros quality control fluid, using vitros amon reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ammonia result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).